Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not calculating the correct total given during therapy (dose and delivery rate unknown). It was reported that the user cleared the totals given and then administered two, 1-liter bags, but after the infusion, the device had calculated 2298 ml infused instead of 2000 ml. This situation occurred when a liter of normal saline bags with a duovent primary set was administered. There was no known patient injury or medical intervention associated with this event. No additional information is available.